Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp dislodged and was tumbling around in the bottom of the atrium. The lp was removed but not replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Visual analysis was performed and the outer helix and inner helix were within specification. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.